Event description:
It was reported that follow-up of a laparoscopic gastric band procedure, when trying to insert 2cc of fluid and the surgeon felt that the tubing had a kink. The surgeon removed the 2 cc. The patient is fine. Another surgeon was called will evaluate the device for kinking at a later date.

Manufacturer narrative:
Date sent: 3/10/2009. Information is unavailable; device was not returned for evaluation.